Event description:
An orsiro drug-eluting stent system was selected for treatment. When device was removed from package, the stent dislodged outside of the patients body. Another orsiro was used to complete the procedure.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Only the stent was returned and subjected to a technical investigation. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned stent revealed that it is severely deformed (i.e. Partly flattened) and was returned in an unprotected state. The delivery system was not returned for analysis. Review of the product release documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined number of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.